Event description:
This is a spontaneous case report received from a physician in united states on 18-sep-2015 which refers to a (B)(6) female patient who had essure (fallopian tube occlusion insert, lot number c55h30, implanted for permanent contraception on (B)(6) 2015. She was not pregnant. On (B)(6) 015 the patient returned for follow-up and offered no complaints. On (B)(6) 2015 she came back to office with complaints of abdominal pain, dizziness, and bloating. Blood work and u/s were done and small cyst on right ovary was seen but was otherwise negative. She was requesting removal of essure. At the time of this report essure was ongoing. Ptc investigation result was received on 17-oct-2015. This adverse event report is related to a product technical complaint (ptc). The bayer reference number for the ptc report is: ptc global number (B)(4). Final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Medical assessment: no product quality defect was confirmed therefore a relationship to the reported medical event(s) is excluded. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical event(s) and a quality defect. Follow-up information received on 26-apr-2016: the patient stated to health care provider office she was having problems with essure and wanted to have it removed. One coil was removed on (B)(6) 2015 and the second coil was removed on (B)(6) 2015. This case was upgraded to incident. Follow-up received on 18-may-2016 quality-safety evaluation of ptc: ptc global number (B)(4). Lot number was updated to c55830. In this case no product was returned. For cases where a device failure during insertion is reported, we conduct an investigation of any returned device. We conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. The ptc investigation was initiated and the outcome of the investigation resulted in an unconfirmed quality defect. Company causality comment: this spontaneous and medically confirmed case report refers to a (B)(6) female patient who had essure (fallopian tube occlusion insert) inserted and returned with complaints of abdominal pain a couple of weeks later. According to follow up information, the essure coils were removed. This event is serious due to medical importance and listed in the reference safety information for essure. Considering abdominal pain may occur during essure use and the close temporal relationship, causality with suspect insert cannot be excluded. Since device removal was required, this case is regarded as incident. The product technical complaint investigation resulted in an unconfirmed quality defect.

Manufacturer narrative:
Data correction for us reporting. The code (B)(4) was replaced with (B)(4).